Manufacturer narrative:
Patient information was unavailable. UDI not available for this instrument. The tracker was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. One side tab of the returned tracker was sticking causing difficulty inserting and removing known good instruments. Otherwise, the tracker displayed good geometry and divot error readings with normal tracking. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that post-operative, it was observed that the attachable stopper of the grey tracker could not be opened. The procedure was completed using the navigation system and back-up products. There was no reported impact to patient outcome and no reported surgical delay. Medtronic received additional information that according to the site there was no external factor that caused the event. It was noted that because the product was used frequently and the period of time was also long, there was a possibility of deterioration but details were unknown.